Event description:
It was reported by the patient's physician that the patient had passed away. It was noted vns had nothing to do with the patient's death. No other information was provided. An internet search was performed and an obituary was found which stated that patient had passed away unexpectedly; however, no additional information related to the cause of death was provided. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later reported the patient's death was due to seizures.